Event description:
It was reported that twelve bd syringe luer-lok¿ tip were cracked or tips were broken. Customer¿s verbatim: ¿ origin of the issue: product failure//design. Detail: syringes are damaged...either cracked or the tip is broken."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Based on no sample, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failures. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that twelve bd syringe luer-lok tip were cracked or tips were broken. Customer¿s verbatim: ¿ origin of the issue: product failure//design. Detail: syringes are damaged. Either cracked or the tip is broken".